Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was prescribed incorrectly which led them to being hospitalized and had two failure modes. The insulin pump alarmed insulin flow block, three times so he changed out the infusion sets and the reservoirs. He experienced a high blood glucose at the level of 600 mg/dl. Customer was treated by changing the infusion sets and bolusing. Troubleshooting was completed. Device is not expected to be returned for analysis.